Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿do not use ointments or lubricants having a petrolatum base. The will damage later and may burst balloon." (B)(4). The device was not returned.

Event description:
It was reported that the balloon had ruptured; however, no pieces were left behind in the patient. The foley was placed inside the patient and when the balloon was filled with water, the rupture occurred. The procedure was completed smoothly without any problems after the rupture. There were allegedly no unusual circumstances related to the patient's anatomy that may have contributed to the balloon failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon had ruptured; however, no pieces were left behind in the patient. The foley was placed inside the patient and when the balloon was filled with water, the rupture occurred. The procedure was completed smoothly without any problems after the rupture. There were allegedly no unusual circumstances related to the patient's anatomy that may have contributed to the balloon failure.